Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 2032227-2014-47582.

Event description:
Customer reported the insulin pump alarmed no delivery and motor error. Customer's blood glucose was unknown. The alarm was resolved with a complete set change. Alarm did occur during manual prime. Customer reported some of the infusion set tubing was defected. Customer would disconnect and reconnect tubing and device will function. No further information reported.